Event description:
Received letter from MFR - biomet inc-alerting hosp of event that occurred. Physician contacted MFR to report that he had rec'd notice from pt's attorney alleging metal fragments were identified in pt's shoulder.